Event description:
It was reported the pruitt f3 shunt internal balloon would not deflate once in situ in the patient. The balloon had to be cut to be removed. No injury occurred to the patient.

Manufacturer narrative:
The device was returned for evaluation. The reported issue was unable to be confirmed due to the balloon was cut. Inspection of the skive holes in the shunt lumen found that each hole was complete and fluid was able to pass through each hole. The exact cause of the reported deflation issue could not be determined. No injury occurred to the patient. The IFU states: in order to properly deflate the balloon(s), remove the syringe and open the stopcock. The balloon(s) should then deflate unaided. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.